Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was torn off and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the haptic was torn during insertion. The incision was enlarged to remove the lens and another same type of lens was implanted. A suture was used to close the wound. The reporter stated that the incident was due to a loading error.